Event description:
It was reported that after an uneventful device preparation, the 2.5x28mm xience xpedition was advanced to the lesion. Inflation was attempted, but failed. The device was removed without issue and another similar device was used to complete the procedure. There was no adverse patient sequela or a clinically significant delay in procedure reported. The device was taken to the back table and was able to be inflated. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issues were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to inflate from this lot. Based on the reviewed information, no product deficiency was identified.